Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Lot number: was the needle found separated from the suture thread upon opening the package? Did the needle pull off during the procedure? What was being done when the needle pulled-off (removal from package / during passage through tissue)? Was there any patient consequence or injury?

Event description:
It was reported by the sales rep that during a robotic ventral hernia procedure, the needle popped off of two symmetric stratafix sutures. An additional suture (sxpp1a404) was opened and used to complete the case. There were no patient consequences reported. Two symmetric stratafix sutures were disposed of.